Event description:
It was reported that the customer received a button error alarm on the insulin pump, after it was splashed with water. The customer's blood glucose was 150 mg/dl. The customer was advised to discontinue use and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with no act button response due to corroded keypad traces. Displacement test was not performed due keypad anomaly. No button error alarm during testing. No moisture damage found on the electronics, motor, battery tube and vibrator assembly noted during visual inspection. The device had cracked reservoir tube lip, minor scratched lcd window, scratched reservoir tube window, and cracked belt clip slot.